Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of the touch screen is non-responsive after interrogation. It was noted that interrogation was possible multiple times with no touch screen issue. A second programmer is expected to be sent as a replacement using the provided head, battery and power supply. The replacement and the original programmer passed all safety, functional and systems tests using the provided head. The original programmer is expected to be scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen was non-responsive. It was noted the programmer occasionally worked until the initial interrogation and then became non-responsive. A restart did not resolve the issue. The product has been returned for service. There was no patient involvement.